Event description:
Following post-dilation of the stent the physician inserted an export catheter to aspirate the filter basket, prior to its removal. The pt is a female pt who was consented to the sapphire study. Medical history included hypertension, dyslipidemia, and atrial fibrillation. The index procedure was completed in 2008, and pt was asymptomatic. The target lesion location was the proximal right internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 95%. Geometry of the lesion was eccentric. The physician made access to the pt in the right femoral artery. After completing an arch-aortogram and selective carotid and cerebral angiograms, the physician advanced an angioguard distal protection device through the stenosis and positioned the device distal to the lesion. Pre-dilation of the lesion was performed with a guidant 4 x 20mm agiltrac balloon. The precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The stent was then post-dilated with a guidant (viatrac 14 plus) balloon for five seconds at eight atmospheres (atms). This balloon was removed and a 5.5 x 20mm aviator balloon was advanced and expanded for five seconds at 10 atms. Following post-dilation of the stent the physician inserted an export catheter to aspirate the filter basket, prior to its removal. There was debris found in the basket upon retrieval of the angioguard device. The procedure was completed. The pt left the angio suite neurologically intact.

Manufacturer narrative:
After the stent placement, on way up to her room from the recovery room, the pt complained of right index finger numbness and weakness. In less than 24 hours the symptoms resolved. The pt was discharged the next day. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.